Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 01/22/2018 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.